Manufacturer narrative:
Date and month of implant is unknown but product was implanted in year 2014. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore definitive cause of event cannot be determined.

Event description:
Initial procedure: transforaminal lumbar interbody fusion it was reported that on an unknown date in 2014, cobalt chrome rod was implanted in the lumbar region of the patient. Post-op, the patient underwent a routine physical x-ray, which revealed that the implanted rod was broken. The patient also complained of pain.